Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Due to over/under correction, the lens was exchanged for a same model, length but stronger power lens. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: 4581 - over/under correction. H6: work order search: no additional similar complaint type events within associated lots were found. Over/ under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).